Event description:
It was reported by the patient's mother that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026 following presentation to the emergency department on (B)(6) 2026. The patient¿s blood glucose levels rose to over 23 mmol/l (250 mg/ml) with ketone levels of approximately 6¿7 while wearing the pod for approximately 25 to 36 hours on the abdomen. The patient's mother indicated that insulin leakage was observed overnight. Symptoms reported include elevated blood glucose level and ketones, constant vomiting, near fainting, frequent urination, and confusion. The patient was admitted to (B)(6) hospital, where diagnosis of dka was confirmed, and treatment with intravenous insulin and hydration fluids was administered to stabilize blood glucose levels and reduce ketones, with monitoring of insulin levels and ketones every 30 minutes during hospitalization. The patient remained hospitalized for 3 days (2 nights) and was discharged on (B)(6) 2026 in the evening, after which a new pod was applied and treatment was resumed. The pod was reportedly removed and discarded by the hospital staff.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: freestyle libre 2 plus. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.